Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08720 inches. Unit delivered properly all bolus programmed during testing. Unit received with cracked case at the display window and belt clip slot. Unit received with minor scratched display window and case. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. The customer states the insulin pump was not delivering correctly. There was an error message when attempting to deliver insulin. Advised the pump will need to be replaced. The product will be returned for analysis.